Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer had declined to provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Motor error alarm occurred during rewind due to corroded motor home switch. Displacement test could not be performed due to motor error alarm. The insulin pump was received with a scratched display window, a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.